Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a car accident. The customer reported that emergency medical services. The customer reported that they had low blood glucose of 36 mg/dl at the time of incident. The customer's blood glucose was 120 mg/dl at the time of call. The customer stated that they were treated with food and glucose tablets. The customer reported that they experienced double vision. Troubleshooting was performed. No issues were found on the insulin pump during troubleshooting. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.